Event description:
Reported by the customer as: pump says entire amount infused, however, 45 ml was remaining. Pt history indicated entire amount infused. IV bag hung was 100ml. Pt is fine.

Manufacturer narrative:
Method: standard performance tests were completed, which includes alarms and accuracy tests at 3 rates with 3 different admin sets. Conclusion: the performance test could not duplicate or confirm the under delivery. Cause of customer's under delivery unk. The pump meets the +/-5% volumetric accuracy specification. Results of accy test: 125ml/hr = -0.1%, +1.0%, -1.2%; 400ml/hr = +1.2%, +2.0%, +1.2%; 19.9ml/hr = +2.2%, +3.6%, +2.0%. The pump was recalibrated. If pumps have greater then 1% at 125ml/hr, greater than 3% at 400ml/hr or greater than 1% at 19.9ml/hr then they are recalibrated.